Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that when the companion 2 driver was turned on, it pumped but showed an improper user interface boot-up screen.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported experience of an improper boot up screen could not be confirmed or reproduced during investigation testing. The driver passed all functional testing, an extended observation run and was power cycled ten times where the driver properly started up and displayed the gui interface each time. There was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that when the companion 2 driver was turned on, it pumped but showed an improper user interface boot-up screen.